Manufacturer narrative:
(B)(4). Unopened samples of product code 7831t, lot aj9369 were returned for analysis. Thirteen representative samples were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packets were opened and during the visual inspection the needles/sutures were correctly placed on the winding former. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. In addition, a functional test was performed and the tensile force were above the minimum requirements. According to the samples condition the assignable cause cannot be determined since no defects were observed on the packets or the sutures.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Can you explain ¿knot of the suture and thread trapping¿? Can you describe the appearance of the suture during the second procedure? Was the prolene suture found broken? If broken, was it in the middle, knot or the end? What was used to close the anastomosis during second procedure? Will product be returned, return date, tracking information? The patient demographic info: weight, bmi at the time of index procedure does the surgeon believe there was any deficiency with the prolene suture? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent correction of civ with patch of pericardium and anastomosis with suture on an unknown date. On the third post-op day, the patient decompensated and in echocardiography it was observed that the patch was detached. The patient was taken to surgery again with circulation extracorporeal observing the whole knot of the suture and the thread trapping. The patient underwent a surgical procedure for correction. Additional information has been requested.